Event description:
During setup for a left heart catheter procedure, part of the pack for set up - the tip of a wire that goes into a catheter - was observed to be broken. It looked disjointed. This had no patient affect due to this being set up prior to the case. Also a new wire was used that was not part of a pack. It was replaced with a .035 j wire from another vendor (out of catheter lab stock) and it worked just fine.